Event description:
It was reported that the device was used during a laparoscopic hernia repair, the silicone ring broke partially. Doctor retrieved the fragment of silicone. Reducer attached to trocar for duration of the case. No patient consequences.